Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section.the lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was giving an alert 02 (low flow) . There were 4 large arctic gel pads in place while patient was undergoing hypothermia therapy on the s/n (B)(6) in maintenance phase for the past 14 hours. The target temperature was 37c, the patient temperature was 37.6c, the water temperature was 5.6c and the flow rate was 0.0 l/min. No kinks or damage noted to any of the arctic gel pads or tubings. Guided nurse through disconnecting and reconnecting the arctic gel pads using the recommended technique ensuring that all tubing is straight. Fr=0.0 l/min. Nurse noted lots of bubbles to the right chest pad clamp. Clamp was disconnected and reconnected to a different valve set on the fluid delivery line. The flow rate was 0.4l/min and the inlet pressure was -7. Explained that one of the arctic gel pads might not be functioning properly. Discussed options. A universal pad was added and laid to the side to help increase the flow rate. The flow rate was 2.2 l/min and the inlet pressure was -7.1. Nurse would call back if needed. Per follow up via nurse on 19oct2020, the patient was using large size arctic gel pad. The chest pad had been disposed of after it was replaced with a universal pad. No further issues. Therapy had been completed. No further information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was giving an alert 02 (low flow) . There were 4 large arctic gel pads in place while patient was undergoing hypothermia therapy on the s/n (B)(4) in maintenance phase for the past 14 hours. The target temperature was 37c, the patient temperature was 37.6c, the water temperature was 5.6c and the flow rate was 0.0 l/min. No kinks or damage noted to any of the arctic gel pads or tubings. Guided nurse through disconnecting and reconnecting the arctic gel pads using the recommended technique ensuring that all tubing is straight. Fr=0.0 l/min. Nurse noted lots of bubbles to the right chest pad clamp. Clamp was disconnected and reconnected to a different valve set on the fluid delivery line. The flow rate was 0.4l/min and the inlet pressure was -7. Explained that one of the arctic gel pads might not be functioning properly. Discussed options. A universal pad was added and laid to the side to help increase the flow rate. The flow rate was 2.2 l/min and the inlet pressure was -7.1. Nurse would call back if needed. Per follow up via nurse on (B)(6) 2020, the patient was using large size arctic gel pad. The chest pad had been disposed of after it was replaced with a universal pad. No further issues. Therapy had been completed. No further information available.